Manufacturer narrative:
Type 2 diabetic that she was having low readings. Patient stated she was in the hospital because the reading dropped down below 34. (On (B)(6) 2018) patient was monitored for 5-6 hours and she went home. When the pt. Had a bg of 34 she states she did not eat breakfast, she had removed her vgo to shower (at least an hour prior to the bg of 34), had increased physical activity, a new vgo was never applied as the patient was busy and her routine was interrupted. Patient was given a glucagon injection by the paramedics but her bg was not responding promptly so the patient was transported to the ER for further treatment. Hypoglycemia with food first thing in the morning. On (B)(6) 2018 the patient did not test her bg first thing in the morning and did not eat as per her routine. There was no allegation of device malfunction. The device was not returned for inspection. Root cause cannot be determined with the information provided; however it is likely cause of the hypoglycemic event was the patient required less insulin than initially prescribed. Additionally, the patient had removed the v-go, did not eat breakfast and increased her activity.

Event description:
Type 2 diabetic that she was having low readings. Patient stated she was in the hospital because the reading dropped down below 34. (On (B)(6) 2018) patient was monitored for 5-6 hours and she went home. Patient stated her symptoms were slurring her words and she went to go get something to eat then she passed out and her daughter called an ambulance. Pre-vgo the pt. Reports she was on humulin n and humulin r (dosages unknown); pre-vgo bg range reported as high 300 and 500 was not uncommon. Patient states she is visually impaired and the hcp changed her to a vgo device for independence. When the pt. Had a bg of 34 she states she did not eat breakfast, she had removed her vgo to shower (at least an hour prior to the bg of 34), had increased physical activity, a new vgo was never applied as the patient was busy and her routine was interrupted. Patient was given a glucagon injection by the paramedics but her bg was not responding promptly so the patient was transported to the ER for further treatment. Hypoglycemia with food first thing in the morning. On (B)(6) 2018 the patient did not test her bg first thing in the morning and did not eat as per her routine. Patient had frequent hypoglycemia and has lost the ability to feel her hypoglycemia. There was no allegation of device malfunction. The device was not returned for inspection.